Event description:
It was reported the coblator ii surgery system was taken out of service due to weak coagulation. The procedure was completed and no pt injuries or complications were reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the pt identifier, age, weight and gender were not available.